Event description:
Our hospital is seeing device issues when using either the bbraun infusomat space pump IV set (ref 490102) or the bbraun secondary IV set (ref v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. In this event the patient was hooked up to a saline primary line. Chemo treatment was to be connected as a secondary set up. When chemo was hooked up to the primary line and clamp was opened, the primary chemo immediately poured out of the bag and backed up into the primary saline bag. This caused a significant delay in treatment. Tubing lot # 0061929620 or # 00vl906628 pump, lot # 96960020j5. Ref reports: mw5156421, mw5156423.